Event description:
It was reported that the patient's device was revised in october because it was too far underneath the tissue. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was that the battery would not charge. On (B)(6) 2012 the implant location was revised from 2cm deep to 1cm deep. Following the revision the battery recharged. It was reported that the patient required hospitalization, but recovered without sequela.

Manufacturer narrative:
(B)(4).